Event description:
The customer reported that the plastic covering on the jaws of the device fell off in patient during a lap gastric sleeve procedure. The surgeon retrieved the plastic covering without any harm to the patient. Opened new device and finished the case.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.